Event description:
The device would not prime properly. After several attempts to prime (they made sure everything was connected correctly - restarted machine - and pressed the pedal for several seconds) they decided to open a new kit. That kit worked fine.

Manufacturer narrative:
Unit was received from the field for evaluation. Refer to evaluation # (B)(4) - observed severely rusted collection bag and tubing. Needle was severely bent and bevel on tip was damaged, clearly due to blunt force. The unit failure has been attributed to customer misuse. Tr DHR for microtip lot 17613-08 was reviewed and showed that the units met manufacturing specifications when released and there were no issues related to the complaint. Lot history and console history review were not performed because the cause of the microtip failure was determined to be customer misuse.